Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported during a site visit that the tubing primed with propofol completely separated at the upper fitment while being loaded into the fitment recess. The nurse reported this tubing set was difficult to prime and was not connected to a patient. This event occurred on the intensive care unit.